Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded atrial under sensing at various recorded ventricular events. Therapy delivery was compromised due to the under sensing of the poor morphology during the ventricular arrhythmia episodes. When the patient was checked, the electrogram showed good atrial sensing followed by bi ventricular pacing. The patient has been recently put on hospice, but the device remains active implanted for now. No additional adverse patient effects were reported.